Manufacturer narrative:
Device not returned, put back in service by customer.

Event description:
The user facility reported that the device overheated during procedure. There was no patient impact, no known delay, no medical intervention, and no adverse consequences.